Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed multiple shaft kinks and foreign material stuck on the tip and a microscope examination revealed foreign material stuck on the tip located at 8 mm from the tip. The device showed signs of being primed and ran as well. Material characterization testing was performed on the foreign material which consisted of a type of glue.

Event description:
It was reported that a foreign body was found at the tip of the catheter. The 70% stenosed target lesion was located in the deep vein of left lower limb. No tortuosity and severe calcification were noted. An angiojet solent omni was used for thrombectomy procedure. During unpacking, a foreign body was found at the tip of the catheter. The procedure was successfully completed with another of the same device. The patient condition following procedure was stable. It was further reported that the device was primed and was used in the patient.

Event description:
It was reported that a foreign body was found at the tip of the catheter. The 70% stenosed target lesion was located in the deep vein of left lower limb. No tortuosity and severe calcification were noted. An angiojet solent omni was used for thrombectomy procedure. During unpacking, a foreign body was found at the tip of the catheter. The procedure was successfully completed with another of the same device. The patient condition following procedure was stable.